Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that recently the patient is unable to inflate his inflatable penile prosthesis (ipp) pump, the bulb seems to remain flat. The patient met with his doctor, who confirmed a revision surgery is needed. Boston scientific patient services specialist discussed potential valve reset troubleshooting techniques the patient will attempt.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that recently the patient was unable to inflate his inflatable penile prosthesis (ipp) pump, the bulb seems to remain flat. The patient met with his doctor, who confirmed a revision surgery is needed. Boston scientific patient services specialist discussed potential valve reset troubleshooting techniques the patient will attempt. The patient underwent surgery and all components were removed and replaced. There were no patient complications reported.